Event description:
It has been reported to philips that the x ray tube was damaged, which caused it produce smoke, and no x rays were emitted. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the issue occurred during a diagnosis procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray tube was damaged causing it to produce smoke and no x-rays were emitted. Review of the log file showed generator exception warning. The fse checked the system and found there was issue with the high-voltage tank which caused it to emit x-rays, produced noise and smoke. The system produced more smoke and noise when the usage demand was more. The system also indicated tube grid not available message. The fse replaced the high-voltage tank, adjusted the tube, performed the image quality process and tests. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.